Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 2.50x8mm taxus express2 drug eluting stent came off the catheter in the unspecified vessel while undeployed. The stent was "crushed with another to the vessel." No additional patient complications were reported. Patient status reported as "ok." Additional information was requested, but not provided.